Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) lost pressure at 1st stop (sheath). There was also a development of a 6 cm or less hematoma. Hemostasis was achieved by manual compression for 30 minutes or less. The patient outcome was recovered. At prep, the black marker on the inflation indicator was fully exposed. Deployer was trained on mynxgrip. The type pf procedure was interventional peripheral. The vessel size was 7 mm and the vessel type was the femoral arterial. Stick location was medium. The non-cordis sheath size was a 5 french. The product was stored, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The patient did not have any relevant medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of vascular sheath introducer. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. The vessel did not have stenosis > 50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Multiple sheath exchanges were not made. Multiple stick attempts were not made before intravascular access was achieved. The hematoma developed at the hospital. The patient was not hospitalized nor was the patient¿s hospitalization extended. The product was not returned for analysis. The product history record (phr) review of lot f1913502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, the condition of the sheath (balloon lost pressure at first stop) and/or access site vessel characteristics (although reported that there was presence of pvd/calcium in the vicinity of the puncture sire) may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient factors and/or pharmacological factors are possible. The hematoma could not be confirmed. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Also, according to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) lost pressure at 1st stop (sheath). There was development of a hematoma 6 cm or less. Hemostasis was achieved by manual compression for 30 minutes or less. The patient outcome was recovered. At prep, the black marker on the inflation indicator was fully exposed. Deployer was trained on mynxgrip. The type pf procedure was interventional peripheral. The vessel size was 7 mm and the vessel type was the femoral arterial. Stick location was medium. The non-cordis sheath size was a 5 french. The product was stored, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The patient did have any relevant medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of vascular sheath introducer. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. The vessel did not have stenosis > 50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Multiple sheath exchanges were not made. Multiple stick attempts were not made before intravascular access was achieved. The hematoma developed at the hospital. The patient was not hospitalized nor was the patient¿s hospitalization extended. The device was discarded.